Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5071-35 x2 leads, implanted (B)(6) 2009; 407652 lead implanted, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and analysis of the device memory indicated a lead impedance out of range alert.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance spike to greater than 200 ohms. It was also reported that the rv defibrillator coil increased from 30 ohms to 52 ohms at the same time. The rv lead remains in use. No patient complications have been reported as a result of this event.